Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es tower drawer 6 experienced a failure where the scanner was not functioning. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 4 was failing due to a misaligned latch sensor. A field service engineer adjusted the latch sensor, after which the door functioned properly. The repair was tested using diagnostics and verified by the customer, with all tests passing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es, the tower door failed, and the scanner was not functioning. The customer stated that this malfunction caused a delay in dispensing the medications to the patients. There were no adverse events or injuries reported based on this event.